Event description:
During troubleshooting of a check heater line alarm that appeared on the homechoice (hc) machine, while the patient was connected in fill 1. The home patient (hp) stated they had already called with the same issue and was told by the technical service representative (tsr) to start over with new supplies. The tsr explained that was why the hp was suppose to call their nurse, so that they could send someone to setup the hc with new supplies since the hp does not do it themselves. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow-up with the tsr regarding the reported issue, it was stated that the hp did indeed reuse the same supplies after receiving the check heater line alarm. The issue was that they were unable to "reset" the machine up themselves and they needed help from the nurse so instead, they just went back through set up sequence using the same supplies.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This complaint for a use error, reuse of a single use product was confirmed; however, the root cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.